Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a colonoscopy procedure performed on (B)(6)2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip had to be pulled off the tissue causing the tissue to tear and some additional bleeding. The bleeding was resolved without intervention and the procedure was completed through the use of a second resolution hemostasis clipping device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip had to be pulled off the tissue causing the tissue to tear and some additional bleeding. The bleeding was resolved without intervention and the procedure was completed through the use of a second resolution hemostasis clipping device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. There was a kink in the control wire. The yoke was returned with the device. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.